Event description:
It has been reported to philips that a "disk full" error message appeared, and the system stopped. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is displaying disk full error message without the communication module. Upon functional testing, fse found that there is software crash failure. During troubleshooting, software was crashed many times. To resolve this issue, fse replaced host-pc and the system hard drive, reloaded operating system and application using ghost, free up space on their disk. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.